Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 330463) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable high result from coaguchek xs meter serial number (B)(4). The result from the laboratory was 2.64 inr. The result from the meter was 3.6 inr. The laboratory method was not known. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured using a retention meter and high level control. Testing results (qc range: 2.7 - 3.3 inr): vial 1 qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Vial 2 qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.